Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported to the manufacturer by the contact lens prescribing optician with information provided by the user. The user reports that they were treated at hospital facility for a corneal ulcer. They optician believes it is related to poor lens care, however, the user states they are a long-time user and following hygiene rules for contact lens use. Device(s) involved have not been specified, the device is unknown. Good faith efforts have been made to obtain further information without success. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information and unknown resolution.

Manufacturer narrative:
Device sample returned to manufacturer and analysis complete. This report is being updated to include device details and analysis results. No further information received regarding the event or patient outcome. For new or corrected data, refer to: b6, d1, d2, d4, d8, d9, g4, g6, h3, h4, h5, h6. While device sample was returned and found to be outside of manufacturing specification, the issues identified, while they may cause user dissatisfaction or minor injury, are unlikely to result in death or serious injury, including corneal ulcer. The relationship between the device and the adverse event remains unknown.

Event description:
Device sample returned to manufacturer and analysis complete. This report is being updated to include device details and analysis results. No further information received regarding the event or patient outcome.